Event description:
The lay user/ patient contacted lfs alleging that the meter was not working. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call that was placed to lfs on (B)(6) 2010: the patient mentioned that she believes that the alleged issue happened sometime in (B)(6) 2010 based on the memory of the meter. She mentioned in the past 2 weeks, she was "kind of out of it" and was unable to test due to the alleged issue. She did not test on another device; however, was treated at an unspecified date and time (in the past 2 weeks) by a non- medical professional with food and /or drink. The patient did not seek any further medical attention or contact their physician for assistance. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, exact issue with the meter, whether the patient continued to take their daily diabetes medication when the meter was allegedly not working and how treated the patient with food/drink. The complaint is being reported since the patient alleged that due to the meter not working, she developed symptoms and had to be treated with food/drink by a non-medical professional.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began at an unspecified time on (B)(6) 2010. On an unspecified date/time the patient reported blood glucose results of "219, 179 and 49 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr documentation, the patient manages her diabetes with insulin (type and dosage not specified). It is unclear what immediate action, if any, the patient took following the alleged issue, however, for reasons unspecified, the patient claimed that on (B)(6) 2010 at 9:40 pm, she had more food/drink in response to the alleged meter issue. According to the csr documentation, at an unspecified time after the alleged issue occurred (on (B)(6) 2010) the patient claimed she could not see. It is not known how long the symptom lasted and it is not known if the patient tested with another device. The patient, however, denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. According to the csr documentation, the patient followed the correct blood glucose testing procedure (per owner's booklet). The csr also noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.